Event description:
It was reported that a patient presented in clinic after receiving a vibratory alert for high, out of range hv voltage lead impedance. The impedance measurements were normal when tested clinic and no other electrical anomalies were observed. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.